Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported extended charge time was confirmed in the laboratory. The device was tested on the bench and no anomaly was found. The hv capacitors were sent to the original manufacturer for further analysis and an internal hv capacitor anomaly was found. The cause of the extended charge timeout was a hv capacitor anomaly.

Event description:
It was reported that the asymptomatic patient presented with an alert for charge time limit reached. The device timed out during a manual capacitor maintenance and the patient heard popping noises coming from the device. The device was explanted and replaced.